Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the vibrant soundbridge was working well for one year. Then it started failing occasionally and eventually it stopped working. Several fitting attempts done by the audiologist did not improve. The surgeons' operation review states that the clip of the fmt is still well placed around the stapes head. Then the pt was explanted.